Event description:
Stent noted to be fractured at the fenestration site during a 2 year follow up cat scan (CT) due to 8mm migration of the graft body posterior aspect. Intervention of relining with a new stent was performed.

Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.